Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. Analysis was unable to perform occlusion and no delivery tests due to prime/fill anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm and high blood glucose. The blood glucose at the time of the incident was 373 mg/dl. The customer treated for high blood glucose with a bolus of 7.0 units. The customer states they have been experiencing reoccurring motor error alarm. The customer states they are able to rewind the pump. The insulin pump may have been exposed to a high magnetic field during a mammogram. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.